Manufacturer narrative:
The device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. The device uploaded to carelink pro web and generated all nine summary reports and a 14-day daily report without any errors. No unexpected error message or communication anomalies noted during the upload or report generation noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer's blood glucose level was 300 mg/dl and 323 mg/dl. The customer reported that a1c 3 months ago was 6.1 and now 6.8 which was not normal. The customer did state that set change resolved issues, but had other issues with the insulin pump. The customer also stated that the blood glucose had been high since the starting of the insulin pump and requested replacement. The customer did not wish to troubleshoot. The insulin pump will be returned for analysis.